Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.

Event description:
The patient stated that in 2007 her blood glucose measured over 400 mg/dl in the morning. She stated that she has been experiencing frequent e4 (occlusion) errors. She stated that her physician informed her that she could re-use her insulin cartridges. The highest blood glucose value the patient has experienced is 467 mg/dl. Her normal blood glucose level is approximately 140 mg/dl. The patient bolused through her infusion device and injected insulin via pen to lower her blood glucose. The infusion device was replaced and requested to be returned for evaluation. No further information is available.